Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an infusion error during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an under infusion was confirmed. Evaluation performed flowline testing and observed an error percentage out of acceptable range. The event history log revealed infusions on the last day of use and observed no abnormalities that could cause or contribute to an under infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure travel plate being out of adjustment. The pressure travel plate requires adjustment and the m2//m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.